Event description:
It was reported to philips that the c-arm and the table did not move. Restarting the system did not resolve the issue. No patient or user harm was reported. Philips has started an investigation of this complaint.